Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Plate was reported to have fractured whilst being bent with the 3 prong bender. Another item was used instead and case was completed as planned.